Manufacturer narrative:
The mammotome ex probe is a sterile, single patient use instrument that may be used with imaging guidance, such as ultrasound, to excise a diagnostic sample for diagnosis. One hh8bex biopsy probe was received on 2/15/2017 and analyzed on 4/19/2017. The probe was found to be in good condition. Evidence of use in a procedure was present on the needle, sample collection area and tubing. Tissue was present in the cutter. Device was attached to a holster for functional evaluation. Probe initialization and operation were normal. Device obtained chicken samples with ease. The events as reported were not duplicated. Device was found to conform to specifications. The device history records were reviewed and no non-conformances were found that would relate to this failure. The initial voice of customer was deemed not reportable as no patient consequence was noted. However, due to the discovery of the tissue within the cutter, event was reassessed for reportability against the result of the investigation. Following consultation with our medical director, due to the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples, pursuant to 21 cfr §803, this failure mode was determined to be a reportable malfunction. Thus, we are submitting this medwatch report.

Event description:
The (B)(6) affiliate reported that cutter can't cut any tissue, the vacuum tube was blocked.